Event description:
Patient was revised to address infection. Poly wear of the insert was reported.

Manufacturer narrative:
No products were returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported infection; however, infection after approximately 6-years implantation is unlikely to be product related. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, the initial reporting stated the polyethylene wear was typical for a device implanted for six years. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.